Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a "bridge test failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that the medics were responding to a call for a pt who was in a cardiac arrest condition. Upon the medics arrival the pt was found face down on the kitchen floor. The pt's mother reported to the medics that the pt had been "seizing for approx 20 minutes" prior to the medics being called. The medics noted that the pt had signs and symptoms of "hemorrhage" and "seizure/post-ictal". The medics monitored the pt's heart rhythm and determined that the pt was presenting a pulseless electrical activity heart rhythm. The pt was intubated and sodium chloride and epinephrine were administered. During the pt's transport to the hosp the medics administered three shocks to the pt, but subsequent attempts to shock the pt's ventricular fibrillation heart rhythm were unsuccessful, and the device displayed a "bridge test fail" message. The medics then paced the pt's heart rhythm, and the device indicated capture of the pt's heart rhythm. Upon arrival at the hosp, the pt's care was then transferred to the emergency room staff, and advanced life support measures were continued for approx 15 minutes. The pt subsequently expired.